Event description:
It was reported by the clinician that the catheter was placed without incident. Blood was found to be leaking out of the hemostasis valve when the swans was passed through it. As a result, the catheter was replaced. There were no patient complications reported. Additional information received from the sales representative on 7/9/2009, stated they were using an 8 fr edwards catheter.

Manufacturer narrative:
(B) (4). Follow-up report will be filed if additional information becomes available.